Event description:
Patient in o.r. For evacuation of hematoma status post laminectomy. Disc rongeur jaws broke causing portion of instrument to become lodged deeply. Intraop x-ray confirmed metal piece at l4-5. Despite exploration, surgeon was unable to expose or produce stainless steel fragment. Patient was transferred to another facility to access diagnostic equipment unavailable at this facility.